Event description:
Report 12 of 13. This is a non-us event. This occurred in canada. Consumer reported upon removal of a tampon the string separated from the pledget. As she manually removed the pledget from her vaginal cavity it fell apart. During manual removal of the remaining pledget pieces she experienced some discomfort which resolved. She did not seek medical attention and did not experience any adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.